Event description:
The user facility reported residue in the chemical delivery system (cds), reliance dg container, and in a processed scope after completion of processing cycles. In our initial report, it was stated that no injuries or procedural delays/cancellations were reported, however procedural delays and cancellations were reported by the user facility.

Event description:
The user facility reported that an employee received a shock from the reliance 120 cart washer when attempting to service the equipment. The employee went to the facility's ER where he received an EKG and was sent home for the remainder of the day; he returned to work the next morning and is fine with no sustaining injuries.

Manufacturer narrative:
Steris offered in-service training on the proper servicing of the equipment however the user facility declined.

Manufacturer narrative:
A follow-up report was submitted on june 7, 2013. The follow-up report was intended to be filed under 9680353-2012-00058-02. The follow-up report has been submitted under 9680353-2012-00058-02.

Manufacturer narrative:
A steris service technician inspected the cart washer subject of the reported event and found the unit to be operating properly; no issues noted. The employee subject of the reported event did not power off the washer prior to attempting a service repair and is not qualified to make repairs or adjustments to the unit. The maintenance manual states (pp. 1-2), "electrical shock hazard- lock building electrical supply disconnect switch to off, close unit supply valves and position power switch to off before performing any service on unit." The maintenance manual further states, "only fully qualified service personnel should make repairs and adjustments to this equipment." Steris will offer an in-service on proper servicing of the equipment.